Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information via the patient's remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) along with right ventricular (rv) lead exhibited low out-of-range pacing lead impedance measurement. It was indicated that the pace lead impedance measurement has been trending low for the past few months. Boston scientific technical services (ts) discussed troubleshooting options. Additional information obtained from the field representative indicated that the cause of the out of range measurement was not determined. The clinic will continue to monitor the patient. At this time, the system remains in service. No adverse patient effects were reported

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received indicated that the system continued to exhibit low pacing impedance measurements less than 200 ohms. A local field representative reported that this is an ongoing issue and the clinic will continue to monitor the patient. The system remains in service. No adverse patient effects were reported.